Event description:
Paramedic called lfs on 6/19/03 alleging their business' ot basic meter would only prompt the not ok message. No symptoms on any pts reported while attempting to use the meter. No adverse event reported. The issue was not resolved with troubleshooting. Paramedic also reported the meter was reading inaccurately high. The paramedic was testing a pt who was exhibiting symptoms of low blood sugar and obtained a reading of "hi". Pt obtained another meter from another ambulance and retested the pt and obtained a result of 37 mg/dl. No treatment given. The pt was taken to the hosp. The paramedic reported that they were called to the pt's home for a cardiac problem and the blood glucose testing is a routine test done on the pts. No injury reported. No further info has been reported.